Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1934bcf-2 suture anchor and an ar-1915sf suture anchor weren't sticking due to the patient's bone quality. This occurred during use.

Event description:
Additional information provided on 11/28/2024 by subsidiary employee who stated that the procedure being performed was a lateral ankle instability and the instrument used to prepare the bone socket for insertion was a suture tak ankle guide and drill. The patient's bone was porous. They used a swivelock 4.75 ar-2324bcc-2 anchor to complete the case. No evidence was taken and the anchor was disposed of in accordance with hospital protocol.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the device during insertion.